Event description:
The user facility returned the device for service due to an air/water leakage from the distal end. However, during the evaluation of the returned device, the adhesive part of the lighting lens was peeled off. There was a gap on the tip of the adhesive part and dirt has entered inside the lens through the gap. There was no patient injury reported.

Manufacturer narrative:
In addition, to the reportable malfunction mentioned in the event description. The device failed the leak test due to hole from the bending section of the device. The angulation was reduced due to a stretched angle wire. Scratches were noted at the distal end, insertion tube, control unit, light guide lens, switch box, grip, and scope connector of the device, which is due to external factors. There was a dirt noted on the operation part and the grip, which is difficult to remove, which is attributed to insufficient cleaning. There was evidence of water inside the electrical connector. The device was serviced and returned to the user facility. The legal manufacturer¿s investigation is ongoing, and the cause could not be conclusively determined at this time. This report will be supplemented when the investigation is completed and/ or new and relevant information is received later.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.